Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production. Production changes has been implemented. The implemented production changes are: . Extension of 100% visual inspection to cover all products on the affected production line . Changes on the labeling station: . Rotation angle: rotation of cylinder during labelling process . Velocity: speed of cylinder's rotation during labelling process . Dispenser speed: speed of feeding label during labelling process. The investigation has been concluded, and the production changes mentioned above have been implemented as a result. No similar incidents have been received for products manufactured after the production changes. The acceptance criteria in the product risk analysis is <1 ppm. The number of incidents do not exceed the defined acceptance criteria in our risk management system. The incidents are therefore not considered to indicate a trend according to the maximum rate of incidents observed until now. All cases reported concerned products produced before implementation of the production changes. The market demand for safepico samplers exceeds the production capacity. Based on market feedback, most of our customersuse the products faster than we can supply them with new products. However, the last batch produced before implementation of the changes in production expires in may 2020, and it cannot be excluded that unused affected products are located in the supply chain with the possibility of leading to recurrence. After the implementation of the production changes no similar incidents have been received from the market on products produced after implementation of the production changes. Radiometer continues to monitor the incoming complaints against the acceptance criteria in the product risk analysis and evaluate relevant steps to be taken. However, radiometer considers this specific complaint closed.

Manufacturer narrative:
This event was reported by the customer to FDA under the uf/importer report : (B)(4).

Event description:
The respiratory therapist performed an arterial puncture on a patient. The therapist was preparing to analyze the specimen and placed an air evacuator on the end of the syringe to expel the air from the sample. When the therapist began to push up the plunger to expel the air, blood squirted out of the side of the syringe barrel. She then noted a crack on the side of the syringe. There was no adverse effect to the patient and there was no skin contact with the blood for user or patient. According to the customer, the blood was not infected.